Manufacturer narrative:
(B)(4). Batch#: unk. Date of event: date of event is 2022, event day and month unknown. Captured as on (B)(6) 2022. Investigation summary: this is an analysis of three photos and one video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a staple line on the tissue and bleeding was noted along it. The video shows a staple line on the tissue and bleeding was noted along it. At the 00:12 mark, a device with a gold reload loaded was introduced and placed on the tissue. At the 00:51 mark, the device is removed and the staple line and cut were as expected. Based on the photos and videos the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that there was excessive bleeding when using the reload. Staple line is showing excessive bleeding. There was not satisfactory hemostasis. Over-sewing was done. The procedure was delayed by 10-minutes. Post-op melena was reported. There were no patient consequences. Procedure: gastric bypass.